Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the bd¿ syringe 1ml ll ns has been found deformed, causing scale marking issues before use. The following has been provided by the initial reporter: we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8324809. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-20. Medical device lot #: 9001868. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 1ml ll ns has been found deformed, causing scale marking issues before use. The following has been provided by the initial reporter: we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes.